Event description:
Boston scientific received information that this right ventricular (rv) lead showed pacing failure on the hospital monitor. The field representative checked the device and noted high, out-of-range pacing impedance measurements. Measurements of greater than 3,000 ohms were found in both unipolar and bipolar pacing configurations. However, while reviewing the programmed parameters, normal pacing was observed, and lead impedance measurements were then between 500-600 ohms. A revision procedure was performed that day. The device was removed from the patient and inspected; no connection issue was noted. The lead was then tested on the pacing system analyzer (psa), with normal pacing impedance, pacing threshold, and sensing measurements. The lead was reconnected to the same device and again, normal measurements were noted. The device was checked after the procedure was completed and no issues were noted. Therefore, this rv lead and the same competitive device remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
--